Event description:
On march 4, 1999 an aortic arch study with selective left subclavian angiogram was performed. A 90% blockage in the pt's left subclavian artery was found and a stent was placed in 1999, followed by deployment of an angio-seal device. The pt was discharged that day and surgery was considered to have been a success. The next morning, pt experienced pain in the leg and was scheduled to see physician. At that visit, the pt's leg was cold and numb and the physician instructed the pt to contact him in one week if the pain continued. The physician examined the pt two weeks post rfa access with angio-seal device closure. Calf claudication was noted and a duplex of the right cfa/sfa was performed which revealed a right common femoral artery occlusion; 70% stenosis was noted. Over the next year the pt underwent add'l procedures in an attempt to repair the arteries. The angio-seal device was removed in 1999. The pt developed a post surgical infection and was treated with antibiotics. At that time, necrosis of the tissue was found and a graft was put in. The pt continues to have pain and numbness in the procedure leg.